Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple low flows started on (B)(6) 2022. Log files confirmed low flow events on (B)(6) 2022 with flows noted as low as zero rotations per minute (rpm). The patient went into respiratory arrest and achieved return of spontaneous circulation (rosc) after two rounds. A computed tomography (CT) scan performed on (B)(6) 2022 revealed multiple non-hemorrhagic infarcts through the cerebrum. Multiple infarcts were noted in the bilateral thalamus and basal ganglia. A small focus of subarachnoid hemorrhage was noted in the left precentral sulcus. The patient was unresponsive to all stimuli but did have brainstem reflexes. Support was withdrawn and the patient passed away on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed low flow alarms. A specific cause for these events could not be conclusively determined through this evaluation. A direct correlation between the reported events and heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. Evaluation of the submitted log files captured the pump operating at normal parameters from 03jun2022 until 05jun2022. On 05jun2022 at 18:25:18, the patient experienced a low flow fault flag when the flow suddenly dropped below the low flow threshold of 2.5 lpm. Persistent low flow fault flags and alarms were captured with the flow dropping to as low as 0 lpm. The decrease in flow corresponded to an increase in rotor displacement, and an increase in rotor noise. During this time, the motor power decreased, and the average pi increased. The patient had low pump current, followed by low speed advisory alarms, due to the fixed speed being set below the low speed limit. These alarms resolved when the fixed speed was adjusted. The low flow fault flags and alarms resolved on 05jun2022 at 18:37:27. The pump then regained normal parameters and there were no other atypical events or alarms for the duration of the log file. The pump was not explanted. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current heartmate 3 lvas instructions for use (IFU), rev. C, and the hm3 patient handbook, rev. D, are currently available. The hm3 IFU lists respiratory failure, stroke, bleeding and death as adverse events that may be associated with the use of the hm3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Heartmate 3 lvas IFU, section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook, section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.